Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a da vinci-assisted hysterectomy. A medline neutral electrode [part number: information not provided (ni), lot number: ni) was used with the da vinci system. The neutral electrode was most likely attached to the patient's thigh. Per the user, the tissue effect was too low when activated in the monopolar mode(s). The user changed the monopolar curved scissors (mcs) and the permanent cautery hook (pch) as well as three monopolar cables, but the problem persisted. The surgeon increased the effects and restarted the erbe vio dv esu, but it didn't resolve the issue. Then, per the account, the neutral electrode from medline was replaced, and the issue subsided. Nevertheless, it was reported that the patient had a skin lesion on the thigh and was experiencing persistent nerve pain due to this, affecting her recovery and quality of life. In addition, a wound specialist was consulted. We did not receive any further details about the exact location, size, and appearance of the skin lesion. Upon a subsequent follow-up with the head of the surgical systems department, it was determined that no burn was detected during any examination while the patient was hospitalized. The patient did not report the skin lesion until a follow-up appointment.

Manufacturer narrative:
The involved esu was returned and inspected/tested (note: the neutral electrode was not made available to erbe for an examination.). The unit was found to be functioning as intended. The evaluation included a calibration, electrical safety check, a functional check of each of the equipment's features, and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the device. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. Based upon the limited information provided and the circumstances of the reported event, no conclusive determination could be made as to the exact cause(s) of the incident. No trends have been identified and erbe USA, inc. Is now closing the file on this event.